Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. It was reported that the patient experienced discomfort (described as heating) during recharging. As a result, patient was shipped a new charger which did not provide resolution. Surgical intervention may be pending to address the issue.